Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump alarmed no delivery multiple times. Customer stated that he changed the infusion set and reservoir. Blood glucose value is 375 mg/dl; customer tried to treat with the insulin pump. Customer was instructed to perform a 5.0 unit fixed prime; insulin did exit the tubing. Customer was advised to disconnect and reconnect the reservoir and infusion set and push insulin through the tubing; insulin exits the tubing with the plunger push. It was explained alarm was caused by an infusion set o reservoir occlusion. Nothing further reported.